Event description:
It was reported that pump charging port felt loose when connected to power source. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance, and no additional actions were taken by technical support.